Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 3300tfx 23mm valve, implanted for eight (8) years and five (5) months, underwent a valve-in-valve procedure due to stenosis. The tavr was performed with a 9750tfx 23mm. Patient was recovering well. No further details were provided.

Event description:
It was reported that this patient with a 23mm aortic valve, implanted for eight years and five months, underwent a valve-in-valve procedure due to mild prosthesis patient mismatch and severe stenosis. The patient presented with chf. The tavr was performed with a 23mm transcatheter valve. Patient was discharged on pod #1.

Manufacturer narrative:
H10: additional narratives. Updated b5, b7, d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.